Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements above 125 ohms on the right ventricular (rv) channel. The field representative stated that measurements from event date could not be accessed. Technical services (ts) was consulted, and data should be accessible after a patient-initiated interrogation is performed. Additionally, ts recommended an in-person evaluation for this patient and provided troubleshooting recommendations. No adverse patient effects were reported. This ctr-d remains in service.